Manufacturer narrative:
(B)(4). Since the product code is unknown, there will not be a 510k number provided. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during drain 1/4 was confirmed; per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. There was no allegation of product malfunction reported by the customer; therefore, the sample was not requested for evaluation. Label review was performed and the review found the labeling adequate for the user error in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A home patient (hp) contacted (B)(4) to report a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during drain 1 of 4. The technical service representative (tsr) assisted with troubleshooting and explained the se 2240 alarm indicates air entered the set up. The tsr assisted the hp to cycle power to clear the alarm. The hp confirmed to restart therapy with new supplies. The tsr reviewed proper procedures per the user manual. There was no patient injury or medical intervention associated with this incident.